Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2009 and it had performed to specification up to the (B)(6) 2012. The device failed a self-test due to a low battery on the (B)(6) 2012, the device remained in fault mode until the (B)(6) 2012 when an increase in voltage suggests a further pad-pak was installed. Between the (B)(6) 2016 multiple manual power ups under one minute duration were recorded. Investigation was unable to replicate or find conclusive evidence of the reported fault. There were no ten minute time outs recorded, the one minute manual power ups may suggest the user was regularly power cycling the device or the beginnings of membrane failure. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.